Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that overriding the block code stops the diaphragm, and leaves from reaching its prescribed position for the portal image.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that after the console setup was completed while the jaws were still moving to the target positions, the jaw movement stopped. The jaws had not reached the intended target position for the planned port film when the exposure was given. The root cause appears to be directly linked to completing console setup with the 'set up mechanical parameters with treatment values' option and is not specific to an override. The reported problem is limited to a port film image error which does not impact actual treatment. Based on available information there was no patient mistreatment.